Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The central shaft of the instrument snapped upon insertion. It was then difficult to take out of the implant. The outer section could be removed by hand but the central thread/rod securely in the implant required the use of pliers to unthread. There was thankfully no adverse effect to the patient.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the internal rod broke into two pieces at the threaded and shaft connection. The root cause is attributed to wear out due to constant misuse. It appears the internal threaded inserter has never been used without the outer guard component which protects the inserter. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.